Manufacturer narrative:
Additional info b5: medtronic received additional information that the customer observed the leak from the oxygenator, with priming drops on the floor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during de-airing of the cardiopulmonary bypass circuit prior to use, the presence of dripping in the gas compartment on the posterior side (gas-out section) was observed. This is indicative of a fiber leak inside the fusion oxygenator. The device as replaced. There was no adverse patient effect associated with this event. Two fusion oxygenator lots were used in this custom tubing pack; 232688704 and 232688705.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.